Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report, omsc surmised there was the possibility that the reported issue was attributed inappropriate and/or the insufficient reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the user facility had not reprocessed the subject device correctly such as reprocessing without taking off the distal cover, and without using the washing tube. It was not sure since when the user facility reprocess with those wrong procedures, but olympus representative trained the facility for the appropriate reprocessing. There was no report of patient injury associated with this event.